Manufacturer narrative:
Article citation: mansouri, kaweh et al.. "Prospective evaluation of standalone xen gel implant and combined phacoemulsification-xen gel implant surgery: 1-year results." J glaucoma. 2018 feb;27(2):140-147. Multiple requests for further information have been made. Allergan has received no response from the authors. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The article "prospective evaluation of standalone xen gel implant and combined phacoemulsification-xen gel implant surgery: 1-year results" noted the serious adverse event of 37% of patients required needling intervention, bleb revision in 5 eyes, choroidal detachment in 2 eyes, and second glaucoma surgery in 9 eyes.